Event description:
It was reported that during a laparoscopic cholecystectomy the top of the device popped off unexpectedly and the abdomen deflated rapidly. Another device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
Final device investigation found that the device was returned with the seal cap broken off with all of the pieces returned. The device could not be functionally tested due to its condition. The lot number was not provided so the device history record could not be reviewed for discrepancies.